Manufacturer narrative:
The pad-pak was first succesfully installed by the user in (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak ws installed during this time. Multiple manual power ons of ten minutes duration were observed in history log between (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.